Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead during provocative tests. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead during provocative tests. The physiologist alleged lead damage, although it was not confirmed. The patient is not pacemaker dependent. The device was reprogrammed to resolve the event. The patient was in stable condition.